Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction procedure the patient experienced a capsule rupture. The nucleus partially sank to the posterior chamber. The patient was hospitalized. The patient required a posterior vitrectomy to remove the lens fragment. A 3 haptic intraocular lens was implanted (iol). The patients symptoms have resolved.

Manufacturer narrative:
The surgeon reported that during a cataract extraction procedure the patient experienced a posterior capsule (pc) tear. The nucleus partially sank to the posterior chamber. The patient was hospitalized. The patient required a posterior vitrectomy to remove the lens fragment. A three (3) haptic intraocular lens (iol) was implanted. This corrective surgery went well and the patient was reported doing well. Additional information from the surgeon stated that even if the settings of the system were a bit more "aggressive", the surgeon who was performing the surgery was a trainee therefore the surgeon did not relate the event to the system itself. The patient had a visual acuity of 0.8 on the next day. The patient had no relevant medical history. No other lesion was observed at the fundus. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. Product evaluation no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on february 15, 2012. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. A root cause cannot be determined conclusively the manufacturer internal reference number is: 2018-32237